Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Units received: one unit was received for evaluation. Visual inspection: the returned unit was received decontaminated without its original packaging. Functional testing: one unit was tested by introducing water with a syringe in order to verify for air in line. Results: no air was detected. After sample evaluation the complaint was not confirmed. The cause of the reported problem could not be determined. No corrective actions were implemented since complaint was not confirmed.

Manufacturer narrative:
Other, other text: g3: the complaint was reported to the FDA under uf/importer report number 2700040000-2021-8002 h2: additional information: see a2, a3, b3, g3, h6 (patient code).

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported during aspiration, the device drew back air with spurts of blood. No patient injury or further complications were reported in relation to this event.